Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Upon review of the transmission, it was observed the pacemaker exhibited post-sensed t-wave over-sensing. No intervention or programming changes were made and no patient consequences were reported. The patient will continue to be monitored.